Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
This device did not make patient contact. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As a part of the initial device evaluation, it was noted that the switch button on the device was not functioning due to a faulty cable unit, causing the image to not display. Additionally, the user request of 'no image' was also confirmed to a result of a faulty charged coupled device. Upon completion of the investigation, or if additional information should be received, a supplemental report will be submitted.

Event description:
As reported, while prepping the hd autoclavable camera head for an unspecified procedure, the image would not appear. There was no patient involved with this event.